Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the closing of catch on a laparoscopic procedure, the retrieval bag was correctly opened into the chest and broke along the rim without applying an excessive force to remove it through the intercostal space. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were returned for evaluation. Visual inspection noted that the pull string was cut\torn at the base of the pouch. The devices were returned with metal rings fully deployed but the specimen pouch's had completely separated from the ring. Functional testing noted that the plungers were pulled and the metal rings retracted completely into the shafts of the instruments without difficulty. Plungers were pushed and flexible metal rings protruded without difficulty. Further functional testing was not performed given the condition of the devices. It was reported that the bag was torn/ripped/separated at the seam or had a hole. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: "ensure that the metal ring is retracted completely into the instrument prior to removal through the trocar sleeve. Do not attempt to pull pouch through the trocar sleeve or shaft of instrument." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.